Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. A 4x11 ps insert and asymmetric patella were implanted. Update 29/may/2020: spoke to rep. Reason for revision was instability. The patient's native patella was resurfaced (primary patellar implant) and a 4x9 cs insert was revised. Rep confirmed that no further information will be released.